Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The staples did not appear to be protruding and the knife blade did not appear to be exposed. The anvil of the instrument was not received, so a pmv representative anvil was used for functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, when the surgeon prepared the device and attempted to apply jelly to the tip part, the knife was found have already advanced and also the stapler tip has come out of the pocket. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.